Event description:
It was reported that a ax55g was used during a lower anterior resection procedure. It was reported by the affiliate that the staples malformed. The surgeon found some leakage from the anastomosis, so he put some overstitches to close the tissue.

Manufacturer narrative:
Date sent: 12/16/1998. Device not returned.